Event description:
It was reported that user gave a quick bolus, and the device registered 2 button presses for 1 (over delivery). No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.